Event description:
It was reported that during pumping on a pt in septic and cardiogenic shock being treated with dopamine and dobutamine the sys error 3 and helium loss alarms activated. The pt was transferred to another pump without any complications.